Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. When he attempted to fill the tubing and cannula, the insulin pump kept alarming motor error. The customer went to the hospital to get some testing done and stated that after he left the hospital he started to notice the issues with the insulin pump. Customer's blood glucose level was 88 mg/dl. The insulin pump was exposed to a cat scan. The device was not returned.